Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the out of regulation contacts was not determined. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for arachnoiditis and spinal pain via a manufacturer¿s representative (rep). The rep reported that contacts 10 and 15 were out of regulation (oor) variability. The rep reported that the patient falls at least 3-4 times a week. The rep reported that the patient didn¿t understand that when she leaned back, stimulation got stronger due to the cord location to the leads. The rep reported that they programmed around the oor contacts and the patient had better coverage than had ever had. The rep reported that the patient was very happy with the reprogramming and felt this was ¿the best I have ever had since it was implanted¿ the issue was resolved at the time of the report. No further complications were reported.